Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 09/04/2025 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected and observed that the top enclosure screws were observed to be missing from the device. A dust-like contaminant was observed on the front panel, rear panel, bottom enclosure, blower, blower seal, blower box, inside the inlet of the blower box. Observed dried liquid spots with potential mineral deposits on the blower and blower box. Observed keratin-like substances on the outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.